Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" - inratio 2.8, retest 2.3, retest 1.3. Therapeutic range: 2-3. Time between tests: 5 minutes. Testing was performed using the same finger; milking finger after finger stick. The meter was not in the correct mode when finger stick was performed and it took longer than 15 seconds to apply the sample.

Manufacturer narrative:
Investigation pending.